Event description:
As zoll lifevest device became more defective, my wife and I would be woken by horrid alarm most nights. In some cases, an electrode moved during sleep. Over time it was more about the pads not detecting my heart (per info provided during customer service calls). Hence, I had to wake to press button or disconnect batteries to avoid getting an unneeded shock that could harm me. Easiest solution to protect me was to not wear it. So, the falser alarms, the less I used it to protect against unnecessary electrocution. My quality of sleep and life improved dramatically after cessation. I called zoll customer service many times to complain (phone shows 10+calls). Customer service was helpful but never solved recurring problem. So, I stopped calling and stopped wearing the vest, which seemed to suffer from 2 defective pads. Customer service provided many different explanations for the false alarms, as in every case the sr was normal; namely, my ejection fraction (20-25) was too low to be detected, vest stretching, my low body mass index (24), pads are cracked, etc. In talking to customer service, it was clear that the problems I was having were common, but they also suggested my vest electronics might be defective, and encouraged me to order new set. By then, I was fed up and read a few studies of life vest. As expected, scientific studies show life vest to have a high false alarm rate, and more shockingly, virtually no efficacy. Here is excerpt from a 2024 german study that noted "noncompliance reasons include wearer discomfort and frequent false alarms, which may interrupt sleep and generate anxious. "A total of 3019 false wearable cardioverter-defibrillator alarms were documented in 78 patients (average number of false alarms 38.7 ± 169.5 episodes per patient) over a mean wearable cardioverter-defibrillator wearing time of 71.5 ± 70.9 days (daily wcd wearing time 20.2 ± 5.0 h). In a total of 78 patients (58.2% of the study population), either artifact sensing (76.9%), misclassified episodes (6.4%), or both (16.7%) occurred." As noted, I gradually stopped wearing life vest as the false alarms got worse. In the beginning I might have worn it as much as 20 hours in a day, but by early june I was down, to say 4 hours max per day and discontinued july 1 when false alarms were persistent. Hence, my experience was materially worse than the averages of the group cited in the german study, strongly suggestive of defective electronics, algorythms, and signal transmissions. Here is except from the vest study (sponsored and designed by zoll) reported in wearable cardioverter-defibrillator that provides further evidence of large-scale false alarms with many of the vests: during a total of 1,765,772 hours of wearable cardioverter¿defibrillator wear time, participants received 57,451 alarms for possible arrhythmias (as determined by the device algorithms); the average rate (number of alarms÷total wear time in hours) was 0.033 alarms per hour. With adjustment for clustering of alarms according to day and within participant, the chance that a participant would have at least 1 arrhythmia alarm during 24 hours of wear time was 10.8% (95% ci, 9.8 to 11.9). Overall, accounting for crossovers and variable time worn, arrhythmia alarms (both false and true detections) occurred in 72% of the participants in the device group and in 2% of those in the control group, with 9.6% of participants in the device group being exposed to more than 100 alarms over the 90-day period. While my daily usage was much lower, I too was having more than 1 false alarm per day as the unit aged. False alarms are more than an annoyance; they are a health hazard; vest was intolerable when the defect progressed to alarms every time, I put it on. An as-treated analysis showed a rate of arrhythmic death of 0.37 per 100 person-months of wearing the device, as compared with a rate of 0.86 per 100 person-months of not wearing the device. That means 1 life was saved for every 100/(.86-.37) = 204 months of wearing device. The device rents for $2,761.24 per month, so cost to save a life was $563,518. Lifevest is ineffective and a hazard.